Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 1 was triple clicking and repeatedly failing when attempting to access the tower or medications. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. A field service engineer identified that tower door 1 was triple-clicking and failing continuously during access attempts. The engineer replaced the latch, and all functions were tested and confirmed to be operating correctly. The system functioned as intended after the field service engineer repaired the device.